Manufacturer narrative:
Manufacturer invest: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomed provided follow-up which revealed that functional testing initially found no system issues. Upon re-test, the system temp. And conductivity were found to remain static during testing. A low flow error and low conductivity issue found and traced to the actuator board. The current repair status is not known, nor is it known if the unit has been returned to service. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical invest: a clinical investigation was performed by a clinical specialist to identify a causal relationship between the continuous renal replacement therapy (crrt) and the adverse event. The clinical specialist concluded that a temporal relationship exists between the patient¿s cardiac arrest during a crrt treatment performed using a 2008k hd machine. However, any association between the 2008k hd machine, the unknown fresenius dialyzer and acid concentrate, and the adverse event of the patient coding due to cardiac arrest or the 200 milliliters (ml) of blood loss cannot be determined based on the lack of available information. Furthermore, additional details, specifically, patient demographics, treatment sheets, medical intervention, and hospitalization have been requested and are needed to determine potential causality.

Event description:
A user facility¿s biomedical technician reported that a patient experienced cardiac arrest and coded during continuous renal replacement therapy (crrt) while hospitalized. The patient was able to be resuscitated. However, no event details were provided to indicate what intervention was required during the incident. The patient's estimated blood loss (ebl) was noted as being approximately 200 milliliters (ml). The source of the blood loss is not known. Following this incident, the 2008k hd machine was removed from service from evaluation. Initially, functional testing was performed by the biomed and found no system issues; machine ¿passed fine.¿ however, upon re-testing the unit, the system temperature and conductivity were found to remain static during the functional testing. The biomed identified a low flow error and found the conductivity to be low with a returned value of 17. The conductivity issue was traced to the actuator board. The current repair status of the machine is not known, nor is it known if the unit has been returned to service at the user facility. No sample of the acid concentrate in use the day of the hd therapy was made available for analysis. The dialyzer product was not made available for evaluation by the manufacturer. Although requested, no further information has been made available. A supplemental medwatch report will be submitted should additional details become available.